Manufacturer narrative:
Date sent to the FDA: 10/11/2017. (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent correction of hiatal hernia on (B)(6) 2017 and absorbable straps were used. The patient had sepsis behavior, right chest pain and leukocytosis. Chest CT scan found hernia reproduced, right spinal effusion is transuded. During the procedure, an unknown mesh was placed in the central opening and fixed with absorbable straps. The patient was admitted to the ICU and experienced a sudden deterioration of blood pressure. On (B)(6) 2017, on ultrasound, they reported signs of cardiac tamponade which was reviewed with following surgical findings: cardiac tamponade 200 cc of blood in pericardial bag, suture material for fixation of prosthetic element of abdominal surgery (fixation hook) with end inside the pericardium with adjacent right ventricle (tear) lesion with active bleeding and left pleural effusion. No additional information was provided.